Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). The cartridge is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tass (toxic anterior segment syndrome) was observed in two (2) patients 8 hours post implant of a model zcb00 tecnis monofocal iol (intraocular lens). The tass was significantly resolved on day 5. The customer indicated that all other conditions were the same, that the same consumable products were used in all six (6) cases performed, where no tass was observed on other cases on the day of surgery or the three (3) days prior. The customer "suspect" that either iol or the injector/cartridge could be the root cause for tass. In follow-up it was learned that the customer was not adequately cleaning the injector and this potential root cause was discussed with the customer. No additional information provided. This report pertains to patient 2. A separate report will be submitted for the other patient.